Manufacturer narrative:
Siderail.

Event description:
It was reported by service report that the head left siderail will not stay in the full upward position. It is unk if there was pt involvement or if there are adverse consequences to report.